Event description:
A review of service data detected a reportable event. During servicing of electrode belt which was returned for routine maintenance, it was discovered that the ECG signal on both channels was noisy. The last patient to use this electrode belt did not report any problems with it.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The reported problem was confirmed. The electrode belt was found to have a short circuit in ECG d. The short was fixed. The electrode belt was refurbished. Baseline evaluation was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this short circuit is unknown, but is likely due to strain placed on the cable. The electrode belt short circuit was fixed. No adverse event resulted from the faulty electrode belt. The last patient to use this electrode belt did not report any problems.